Event description:
It was reported during a total vaginal hysterectomy the ex45b and the zr45b were used to take down the adnexa. Bilaterally, some pedicles appeared to not have staples after firing and the surgeon completed the case by hand sewing the pedicles. There was approx. 1100cc of blood loss that occurred and the pt was given 1 unit of plasma. The surgeon reports there was no anatomical abnormalities and the uterus was normal in size. It is approximated that or time was extended by over an hour. No other post operative complications have been reported at this time. 9/30/97 received user facility medwatch report #190124-1997-0001.

Manufacturer narrative:
Device-c d5,6; h2,3,4,6; g4: added addition info. D6: device returned with no lot identification. H6; cartridge was returned fully fired. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, abcdefg fired; cartridge condition, abcdefg fully fired; and cartridge return batch number, a ep0020 b j00f8. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the cartridges were all returned fully fired and locked out. No testing could be performed as the returned cartridges were fully fired and locked out. No conclusion could be reached as to what may have caused the reported incident.